Event description:
It was reported that during a da vinci-assisted donor nephrectomy surgical procedure, the synchroseal instrument jaws quit working. The surgical staff cut the instrument cord to pass off sterile field. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was returned with the power cord cut off. A visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system, where it passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. However, the instrument received an error message of "check energy cord connection" when attempting to cut and seal. Additionally, there were some additional observations not reported by the site. The jaw cover was found to have tearing, with tears measuring from 0.024" to 0.102" in length. There were no signs of thermal damage at the end of any tears, and no missing material was found.